Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was sitting up at the edge of the bed, battery was on port 2 and the ac adapter was on port 1, when controller started to alarm with "power disconnect" on port one. Patient tried disconnecting and reconnecting ac adapter, as well as 3 separate batteries were tried but alarm persisted. Patient was instructed by the site to change the controller. Patient performed an elective controller exchange which was said to have been successful. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Cac adapter- (B)(4), catalog # 1425us, (B)(4). Method: actual device evaluated; visual inspection; interoperability evaluation. Results: no failure detected; conclusion: no failure detected, device operated within specification. One controller and one cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned cac adapter revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the returned controller revealed that the device failed to meet specifications; the device passed external visual inspection but failed functional testing due to not recognizing the power source connected on power port 1 and presenting the power disconnect reconnect power 1 alarm on the display. During supplemental testing, a faulty component (diode d13) located on the main controller pcb. After replacing the faulty component, the controller performed as intended. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to the faulty component (diode d13) on the controller board found during testing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.